Event description:
A malfunction was reported on a pump, and the screen was not turning on despite following troubleshooting steps provided by customer technical support (cts), including attempts to charge the pump. There was no adverse impact on the customer¿s blood glucose level. Cts decided to replace the pump and instructed the caller to return the malfunctioning unit using a pre-paid label. The customer was informed about programming their pump settings and connecting their continuous glucose monitor to the replacement device. Additionally, the use of multiple daily injections (mdi) as a backup therapy was mentioned to ensure continued insulin delivery.